Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. The root cause was attributed to user error, and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d4 (lot), d10.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of the trial tibia into the knee, one connection prong broke off into the trial tibia from the trial tibia base plate handle. All pieces were recovered. No surgical delay.